Event description:
A patient had a cerebral spinal fluid leak. The following symptoms were also reported: headache, nausea, and vomiting. A physician was inquiring about a blood patch. A pain consultant was referred. The patient's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).